Manufacturer narrative:
The device history record (DHR) for this device is established based on the serial number sticker located on the device packaging. Since the serial number was not provided, the DHR could not be reviewed. A sample was received for evaluation however since the sample was already used on a patient, the device could not be taken to the production line for evaluation due to the current customs policy therefore a thorough sample analysis was not able to be performed. Instead, photographs of the affected device were reviewed but a root cause could not be determined due to limited information. The manufacturing site performed a feeding tube assembly process review. 100% of the feeding tubes go through a leak test with pressure of 20±0.1psi per customer test specification. Any tube blockage failure would be detected and would be held in the manufacturing line. All tubes have 100% passed the leak test before package and shipment. From the investigation result, no abnormalities were found during the manufacturing process and there is no cause for a tube block/clogged in the manufacturing process. No action will be taken at this moment. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the patient was on continuous feed, the feeding was paused overnight and upon resuming it appeared to be clogged. There was no patient harm reported.